Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Additional information has been requested from the healthcare provided regarding this event. If any new information is received, a supplemental report will be submitted accordingly. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that this patient with an edwards bioprosthetic mitral valve, implanted for approximately four (4) years and 10 months, underwent a valve-in-valve procedure due to mitral stenosis. A tmvr was successfully performed with an edwards transcatheter valve. No other details were provided.